Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted:(B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
Additional information received reported the patient had no benefit from intrathecal baclofen (itb). The patient felt very stiff but also very tired. Intervention or other actions taken to mitigate or resolve the symptoms included an early refill on (B)(6) 2015 to determine if symptoms improved. It was noted that there was no improvement or change. The issue had not been resolved. The date the volume discrepancy occurred was reported to be at a pump refill that occurred on (B)(6) 2015. A refill was done on (B)(6) 2015, and the expected amount was aspirated prior to refill. The cause of the volume discrepancy was unknown. An isovue study, indium study and kub (anterior and lateral) were within normal limits. The patient's status had no change. The patient was tired, but also muscles were tight. Per logs provided the pump was used to infuse 200 mcg/ml at a daily dose of 76.58 mcg/day on (B)(6) 2014. The daily dose was increased to 198.52 mcg/day (concentration 200 mcg/ml) on (B)(6) 2014. The daily dose was decreased to 125.03 mcg/day (concentration 200 mcg/ml) on (B)(6) 2014. Per logs, on (B)(6) 2014 the concentration was changed from 200 to 1000 mcg/ml and the daily dose was increased from 125.03 mcg/day to 149.9 mcg/day. The logs indicated the old desired dose was programmed to 150 mcg/day during the bridge bolus. The daily dose was decreased to 135 mcg/day (concentration 1000 mcg/ml) on (B)(6) 2014. The daily dose was increased to 149.9 mcg/day (concentration 1000 mcg/ml) on (B)(6) 2014. The daily dose was increased to 175.3 mcg/day (concentration 1000 mcg/ml) on (B)(6) 2014. The daily dose was increased to 224.9 mcg/day (concentration 1000 mcg/ml) on (B)(6) 2014. The daily dose was decreased to 149.9 mcg/day (concentration 100 mcg/ml) on (B)(6) 2015. The daily dose was increased to 329.4 mcg/day (concentration 1000 mcg/ml) on (B)(6) 2015. Per logs provided, the pump was updated from 1000 mcg/ml (daily dose 329.4 mcg/day) to 500 mcg/ml on (B)(6) 2015 at 16:17. The pump status after update on (B)(6) 2015 at 16:17 showed pump had been in stopped pump mode for 1 minute. Logs examined on (B)(6) 2015 at 16:49 show the infusion mode was is stopped pump, and the pump had been shut off for 33 minutes. Logs indicate on (B)(6) 2015 at 16:53 the pump was updated to a programmed concentration of 1000 mcg/ml (daily dose 329.4 mcg/day) and a bridge bolus programmed with an old drug concentration of 500 mcg/ml (daily dose 329 mcg/day). Logs from (B)(6) 2015 at 16:54 indicate the pump was updated to a programmed concentration of 1000 mcg/ml. Per logs, after an update on (B)(6) 2015 at 16:58 the pump concentration was programmed at 500 mcg/ml, and a bridge bolus was programmed with an old drug concentration 1000 mcg/ml (daily dose 329.4 mcg/day). It was reported that the daily dose was increased to 393.94 mcg/day (concentration 500 mcg/ml) on (B)(6) 2015. The daily dose was increased to 470.24 mcg/day (concentration 500 mcg/ml) on (B)(6) 2015.

Event description:
It was reported that there was a change in therapy effect. The patient had effective therapy initially but around october the prior year the patient seemed to lose effect. It was noted that it started after a refill in october where they also changed the concentration from 500 to 1000 mcg/ml and increased the dose from 125 mcg/day to 150 mcg/day. After the refill the patient seemed like he was getting too much drug and was having overdose-type symptoms so they reduced the dose. Shortly after that the patient seemed to lose effect despite multiple dose increases. At the time of report, the patient was 329 mcg/day at 500 mcg/ml. The initial refills after that have not had a significant volume discrepancy but at the last refill the health care professional got out essentially all the drug that was put in at the previous refill. The actual residual volume (arv) was greater than the expected residual volume (erv), arv: ~ 11 ml and erv: ~1.9 ml. A kub x-ray, CT scan, contrast study and indium study all looked fine. The patient was given boluses and the patient did not seem to respond to those. The logs were checked and no motor stalls were seen. The hcp was exploring options for further device troubleshooting. The pump was used to infuse compounded baclofen. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.